Event description:
A surgeon of (B)(6) of (B)(6) reported via fax that, "a patient underwent on (B)(6) 2010, a surgical procedure of resection and implantation of a gmrs prosthesis due to an osteosarcoma of proximal tibia. On (B)(6) 2010, the surgeon found during a post operative examination that the patient had a deep infection at the site of implant."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.